Manufacturer narrative:
The event was reported to have occurred on an unreported date between (B)(6) 2020 and (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with flocunazole tablet (dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn during the treatment. No additional information could be provided as the reporter declined follow up.